Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause the of the reported issue was an electrically shorted capacitor, designator c62.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present and would not charge, when prompted. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.